Event description:
They had a valve brush that while cleaning the suction port with the larger bristled end the brush part broke off inside the suction port. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The actual lot number of the device involved in this complaint was not provided; therefore, it was not possible to establish if there were any devices from the affected lot number in stock at the time of the complaint investigation. The device involved in the complaint was not returned for evaluation; therefore, the customer complaint could not be confirmed. With the information provided, a document based investigation was carried out. Prior to distribution all dcb-dv-50 brushes are subjected to inspection to ensure device integrity. A review of the manufacturing records for the product involved in this complaint could not be performed as the lot number was not provided. The disposable endoscopic cleaning brush is intended for cleaning the accessory channels of endoscopes. The device is supplied non sterile and is intended for single use only. No corrective action warranted at this time. There was no pt contact. The 2 year complaint history has been reviewed and the likelihood of this occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends.